Event description:
During setup of the myosure xl, the nurse was unable to connect the device to the myosure console despite multiple attempts. A second staff member also attempted to connect the device but was unable to achieve proper locking. The myosure xl device was removed and replaced with a new myosure xl, which connected without difficulty. The procedure continued without issue, and no patient harm occurred.